Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [07/26/2011]. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side reoperation due "asymmetry" not related to device, and "reoperation due to malposition" not related to device. Later, patient also reported an additional event of "left side capsular contracture baker grade unknown as well as symptoms of night sweats, memory fog, pain in right and left breasts and under right and left armpit, as well as anxiety." Patient reported via sus voluntary medwatch (mw5111990) "have pain, capsular contracture, lumps, hair falling out, mental fog and anxiety". The events of "memory fog", "lumps", and "hair falling out" are not related to the device. Device has been explanted.

Event description:
Healthcare professional later confirmed a capsular contracture, baker grade IV.

Manufacturer narrative:
Continued: a.4. 145.60 lbs. Reason for reoperation: capsular contracture baker grade IV.